Event description:
Black colored particles appeared inside of the biomet premier total knee trays. They were noticed by the surgical scrub staff prior to placement on the sterile field. The particles are visible on the bottom of the trays and along the edges of the instrument cradles. These cradles are coated with what appears to be a black colored nylon material. The trays are new. Operating room staff are able to recognize the potential risk of foreign bodies and are rejecting the sets as unsterile. Additionally, we are finding paint chips that are falling from several of the femoral trials. The paint is used to assist in identifying the different sites. However, it appears to be dissolving and when touched or rubbed is leaving flakes or powdery particles.